Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's stepmother reported via phone call that the insulin pump alarmed with a motor error after a bolus attempt. The patient's blood glucose at the time of incident was 500 mg/dl, which she treated via manual insulin injection. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The insulin pump was not exposed to an MRI or high magnetic field. The device was able to rewind without incident as well. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump was received with a cracked/broken off end cap. Unable to perform the current, unexpected restart or all functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery or verify the motor error alarm due to the broken off end cap. The motor passed the motor test. The pump had minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.